Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a vaginal hysterectomy procedure on unknown date and the suture was used to reattach the uterosacral ligaments to the vaginal vault after hysterectomy at the time of vault closure. During the first year follow up, the patient possibly experienced recurrent apical prolapse and underwent a laparoscopic sacrocolpopexy or booked to have the operation. It was also reported that the patient possibly experienced blood loss and lower -postoperative pain. It was possible that the patient without postmenopausal bleeding was found to have a coincidental stage 1a mucinous endometrial carcinoma. Additional information has been requested.